Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received (4) photo samples. Visual evaluation of the photo samples noted a used temp sensing silicone foley catheter. Verified tray material number 29030j16 with lot mykr0244 and material number for catheter 119316 and lot number ngjv3288. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Verified material number 119316 and manufacturing lot number ngjv3288. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using in house syringe. Upon inflation solution leaked from eyelets. When balloon was dissected 0.025 pin gauge fitted within perforation notch. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempted to insert a foley catheter in the operating room for urinary catheterization and temperature management during the pre test. It was reported that sterile water leaked from the cuff and the balloon ruptured.

Event description:
It was reported that when attempted to insert a foley catheter in the operating room for urinary catheterization and temperature management during the pre-test, it was reported that sterile water leaked from the cuff and the balloon ruptured.

Manufacturer narrative:
Initial reporter full facility name (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.